Event description:
Pt experienced "partial colitis" with symptoms of abdominal pain, diarrhea an per-rectal bleeding 24 hours after colonscopy, endoscopist states due to "exposure to cleaning scope fluid". Pt hospitalized and symptoms improved over 2-4 days.